Event description:
It was reported that the right ventricular (rv) lead dislodged and had no capture at full output. The lead was successfully revised, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (ipg), (B)(6) 2014. (B)(4).